Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/13/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/29/2014 with the following findings:the complaint could not be duplicated on investigation. A review of the pump¿s black box data revealed a replace battery alarm. There was no evidence of damage to or moisture ingress within the battery compartment. The returned battery cap was undamaged and without evidence of corrosion. The battery cap was able to properly secure to the pump. The pump¿s electrical draws were found to be within specification. There was no evidence of damage or defect to or moisture on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.